Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their first grand mal seizure the week before thanksgiving 2017. It was stated the patient had a prior seizure disorder, but never a grand mal prior to the incident. The patient¿s other symptoms began two weeks later and continually progressed until they were happening daily. When the patient was in the hospital and had the device adjusted from 1.5 to 2.0, their headache worsened. The device setting was reverted back to 1.5. Reportedly at this point the shunt was ruled out, but the consumer sought the input of another neurosurgeon after the 8-day hospital stay. The CT scan showed nothing, however an x-ray taken showed the setting of the device was still at 2.0, when it should have been 1.5. The patient was also showing signs of encephalitis. Due to this, it was believed the encephalitis caused a form of blockage for the device, so that when the patient lied down, it was able to move enough so that the setting went back to 1.5, but when they stood up, it was at 2.0, causing the symptoms. As a result, the dev ice was replaced, which resolved the issue. The new device was working ¿perfectly¿ and the symptoms had been resolved.

Manufacturer narrative:
The initial reporter's call back number was unclear. The alternative number is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a strata valve in-line with a codman shunt of unknown type. On an unknown date, the patient experienced a grand mal seizure, blisters on their hands and face, ataxia, and dizziness when standing. It was also reported that the patient had "the worst headache of her life". The symptoms were stated to have resolved when the patient would lie down. The patient was admitted to the ICU for 3 days and in the hospital for 8 days. While there, an MRI and CT scan were performed which had normal results. Eeg monitoring was also performed but no further details were provided. The neology team felt that the event was overdrainage so a cip test was performed while the patient was standing up and lying down. The results were stated as the "drainage changed too much". The patient's valve setting was changed to 2.0.